Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier com express board was replaced to resolve the issue. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.